Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly. D4: the lot number was reported as unknown on the initial report; and has been updated accordingly. Therefore, UDI: (B)(4) )incomplete. The expiration date is currently unavailable.

Event description:
It was reported by the sales rep in canada that during an meniscal repair procedure on (B)(6) 2021, it was observed that a truespan 12 degree plga device failed to deploy. Another like device was used to complete the procedure with a delay of one minute or less. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary according to the information provided, it was reported that the truespan 12 degree plga failed to deploy. The complaint device was received and evaluated; visual inspection reveals that the first plate is out of the needle. The plastic sleeve was removed to verify the presence of the second plate, the plate was found inside the applier needle, however the needle was found to be deformed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint can be confirmed. A possible root cause can be attributed to an excessive manipulation of the device, tilting and twisting movements of the device while it was inserted causing the first plate to be deployed, then, the needle become deformed and therefore a mechanical obstruction of the second plate at the moment when it was going to be deployed, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B3: the event date was reported as unknown in the initial report and has been updated to (B)(6) 2021.

Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during an unknown procedure on an unknown date, it was observed that a truespan 12 degree plga device failed to deploy. There were no adverse patient consequences reported. No additional information was provided.